Event description:
The event involved a chemoclave universal vented vial spike. It was noted on several occasions that it was impossible to collect the volume of chemotherapy with the spike. This results in chemotherapy aerosols for the manipulator and loss of time. We had to remove the whole spikes and operate in degraded mode. The event was not observed during use on a patient, and nobody has been hurt and there was no delay in therapy ¿ this one has been completed. The drug administrated was paclitaxel. There was exposure to cytotoxic for the health professionals and no exposure for the patient. The leak was cleaned up according to facility protocol. The patient received the full intended dose.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.